Event description:
A hydrothermablator procedure set was used during a therapeutic hydrothermablation (hta) procedure. According to the complainant, despite using two tenaculum stabilizer's, the physician was unable to obtain a seal on the cervix. In addition, during the procedure, there was a fluid loss alarm (rate unknown). The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch report will be filed.